Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) values displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Reportedly, customer lost consciousness and had assistance from spouse who rubbed sugar on customers gums to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.